Event description:
It was reported that following a recent fall the patient was not able to set their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted to address the issue. It is unknown which lead has high impedance. Issue resolved and system was ablet to enter MRI mode.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147636.

Manufacturer narrative:
The reported high impedances/ unable to set ipg to MRI mode was confirmed. Microscopic inspection of the returned lead identified broken wires in the lead body that corresponded to channel 1 and channel 5, would cause high impedance and would be unable to set ipg to the MRI mode. This is consistent with the observation made in the field.